Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products will not be returned per hospital policy, and patient was doing well postoperatively.

Manufacturer narrative:
. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-8216-50 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7070792 MODEL/CATALOG DESCRIPTION: ARTISAN LEAD 50 CM UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4316 BATCH/LOT NUMBER: 25329432 MODEL/CATALOG DESCRIPTION: CLIK ANCHOR UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT ALL COMPONENTS WERE EXPLANTED DUE TO INADEQUATE STIMULATION. THE EXPLANTED PRODUCTS WILL NOT BE RETURNED PER HOSPITAL POLICY, AND PATIENT WAS DOING WELL POSTOPERATIVELY.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred the day the system was explanted.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-8216-50, Serial Number: (b)(6),Batch/Lot Number: 7070792,Model/Catalog Description: ARTISAN LEAD 50 CM,Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-4316,Batch/Lot Number: 25329432,Model/Catalog Description: CLIK ANCHOR, Unique Identifier (UDI) #: (b)(4).SC-1200 (SN (b)(6) / SC-8216-50 (SN (b)(6).Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.SC-4316 (Lot 25329432).Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.